Event description:
It was reported the lead dislodged. There was complete av block and narrow qrs. The lead was replaced with the same model. It was subsequently returned, with a report it perforated the patient's right ventricle, two days post-implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned. Other text : it was reported the lead dislodged. There was complete av block and narrow qrs. The lead was replaced with the same model. It was subsequently returned, with a report it perforated the patient's right ventricle, two days post-implant. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination: device performed according to specifications: device evaluated and alleged failure could not be duplicated dislodged.